Manufacturer narrative:
The insulin pump received button error alarms due to corroded keypad traces. No constant vibrating during test. However, the insulin pump passed the displacement test and the self test.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 176 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.